Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the rep called to report that the patient had intermittently been getting ¿zapped¿ and ¿random shocks¿ in their left shoulder. The patient stated that it was unrelated to their position. They have had no falls or traumas that could be related to the issue. The patient stated that the ¿zapping didn¿t occur when the ins was off¿. The rep stated that the zapping occurred a couple of times a day. The normal therapy was for low back and leg pain. The manufacturer representative (rep) checked impedances and they were all normal, however when they were running the impedance test in different positions the patient reported uncomfortable stimulationin some positions. The rep had the patient try different groups with different electrodes programmed and the same issue occurred and uncomfortable stimulation was experienced in some positions. The rep also reported that the patient¿s battery site becomes very sore and gets worse when they recharge. They reported that the issue goes away when they turn their stimulation off. It was indicated that this issue started at the same time the ¿zapping in the left shoulder began¿. The zapping and random shocks were reported to be gradually getting worse for six to seven months (no specific date, month or year provided). The uncomfortable stimulation during reprogramming occurred on (B)(6) 2019. The patient was redirected to follow up with their healthcare provider (hcp) and they indicated that they would discuss this with their hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that actions taken to resolve the patient¿s shocking, uncomfortable stimulation and soreness at the battery site while recharging was the rep reprogrammed the patient with groups a through f, utilizing different electrode combinations on the lead to try and find a portion of the lead that would provide effective therapy without the patient experiencing a shocking sensation or the ins battery site soreness. They were currently working on program c. They stated that the patient would try each program for a few days each. The cause of the reported issues was unknown, and the rep stated that they were currently still troubleshooting. They reported that the patient has a follow-up appointment on (B)(6) 2019 with their doctor where they would discuss this further. The issues were not resolved. The patient¿s weight at the time of the event was unknown and it was reported that they would follow-up with the patient at their appointment in (B)(6). It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient had cancelled their appointment with the manufacturer representative (rep). They stated that they were currently being worked up for rheumatoid arthritis (ra) and they believed these issues may be related to the ra and wanted to hold off on seeing their neurosurgeon and the manufacturer until information regarding their possible ra was made available to them. No further complications were reported/anticipated.